Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely pain over the implant side. The origin of the pain is not known. The patient was re-implanted with another device and is benefitting from it. This is a final report.

Event description:
The patient stopped wearing the processor in (B)(6) 2014 because it was not working anymore and the patient preferred to wait for a new processor. The patient is bilaterally implanted. In (B)(6), he got his new processor but during activation the patient complained about intense pains during electrode stimulation; he could not wear anymore his processor even at very low stimulation levels.

Event description:
The patient stopped wearing the processor in (B)(6) 2014 because it was not working anymore and the patient preferred to wait for a new processor. The patient is bilaterally implanted. In (B)(6) 2015, he got his new processor but during activation the patient complained about intense pain on all the electrodes and he could not wear anymore his processor even at very low stimulation levels. In situ measurements show normal values. A CT scan will be planned. The patient is willing to be reimplanted.

Manufacturer narrative:
Not available. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.